Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted the unit would not autofill and the ip was low with the fdl attached. Serviced the circulation pump sn (B)(6). Completed the 2000-hour pm procedure on the device. Serviced the mixing pump sn (B)(6), replacing heater, and replacing both manifold o-rings and drain valves. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that after drained the device would not fill and raised the container and it filled but then it would not pass the fluid delivery line test using the shunt, inlet pressure were out of range from -5.0 to -6.0 and recommending the 2000-hour pm service. Per follow information received via task on 22dec2023, there was no patient involved and device received.

Event description:
It was reported that the biomed had an arctic sun device that after drained the device would not fill and raised the container and it filled but then it would not pass the fluid delivery line test using the shunt, inlet pressure were out of range from -5.0 to -6.0 and recommending the 2000-hour pm service. Per follow information received via task on 22dec2023, there was no patient involved and device received.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted the unit would not autofill and the ip was low with the fdl attached. Serviced the circulation pump sn (B)(6). Completed the 2000-hour pm procedure on the device. Serviced the mixing pump sn (B)(6), replacing heater, and replacing both manifold o-rings and drain valves. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, h. UDI related data quality updates only. UDI format updated with available product information per gudid as requested. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.